Manufacturer narrative:
Eval, results: weld.

Event description:
It has been reported by (B)(6) hospital that the manifold assembly they received is leaking along the weld on the back side of the unit.